Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 49 mg/dl and a blood glucose of 133 mg/dl. The sensor also triggered a calibration error alarm and a change sensor alarm. Troubleshooting was declined for the threshold suspend event and change sensor alarm. The sensor was returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed test.